Manufacturer narrative:
Investigation summary: it was reported there was a foreign substance. To aid in the investigation, three photos were provided for evaluation by our quality team. One photo shows a needle assembly with the plastic shield connected to a syringe next to a packaging box. The second photo shows the needle assembly with no plastic shield connected to a syringe. The third photo is a close up of the needle showing an epoxy drip over on the needle. This defect can occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle. A device history record review was completed for provided material number 305106, lot number 9269808. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed finding settings and alignment correct. Product flow was acceptable. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that "glue" was found on the bd precisionglide¿ needle tip while priming it. The following information was provided by the initial reporter: "presence of "glue" on injection needle tip. Physician noticed presence of foreign substance on injection needle tip while priming prepared syringe prior to administration. No patient missed receiving a dose of eylea due to this event."